Event description:
It was reported that the patient could not feel stimulation after getting home from a lead revision. The patient felt stimulation after the procedure and programming while leaving the health care professional's office. Patient had group a, program 1, and pulse rate adjustment. Patient started at 7.0 and increased to 7.20 without feeling stimulation. Stimulation suddenly "came on" and the patient felt over-stimulation. Patient could feel stimulation while seated with legs together, but if he moved his leg the stimulation would "go away." Patient was originally implanted in (B)(6) and received "good" therapy until (B)(6) months prior to (B)(6) 2012. Patient lost therapeutic relief. The reporter was unaware of any cause that might have attributed. The patient was going to get reprogrammed on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2012, product: type lead. Product ID (B)(4), serial# (B)(4), implanted:, product type: recharger. Product ID (B)(4), serial# (B)(4), implanted:, product type: programmer. (B)(4).